Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was received in vvi mode with defib off. The battery voltage was 3.0v. Review of egms recorded in the field observed noise on the atrial channel and an increase in capture thresholds over time. The device met all specifications on the automated electrical test system and no noise was detected on real time egms. An x-ray inspection found no anomalies.

Event description:
It was reported that poor sensing and high atrial capture thresholds were observed. The atrial lead was replaced, but the anomaly was still present. The chronic lead tested normal via an analyzer. The physician reused the chronic atrial lead and replaced the ICD.